Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, the surgeon was able to press the green button on the handles of the two staplers, but was not able to squeeze the handles. The two staplers were not able to fire. A new reload was used to resolve the issue and complete the case. It was noted that both the handles were able to be used with new reloads. There was no patient injury.